Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation or needle/cannula detaching. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported by the patient that they went to a emergency clinic due to a irritation of the pod worn on the arm. The patient reported that x-rays were performed and was told that there was a object stuck in her arm. For treatment, a small procedure was made to remove the object from her body. The patient was prescribed cephalexin at 500 mg to be taken 3 times a day for 2 days. The doctor was reported to have stated that they believe it was the needle that was stuck in her arm. No further details to report.